Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the device seemed to be locked but the arrows do not meet. Then, it was very difficult to get out of that position. Add'l info had been requested and on (B)(6) 2013, the following was provided. The issue with the skull clamp was first discovered by an integra representative during a routine inspection of the device. The clamp was not used on a patient during surgery. No other clinical info was provided.